Event description:
Early battery depletion was reported. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reporter information. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
Early battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.